Event description:
A surgeon reported he could not operate with the tip during the surgery. The system had to be changed to complete the procedure. According to surgeon's opinion, the system parameters programmed were not adapted to the tip. There were no consequences for the pt. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).